Event description:
It was reported that knee trial insert was found to have a 2mm x 2mm chip after the total knee incision was partially closed. Site explored as well as use of x-ray and fluoroscopy to verify no foreign body left in patient.

Event description:
It was reported that knee trial insert was found to have a 2mm x 2mm chip after the total knee incision was partially closed. Site explored as well as use of x-ray and fluoroscopy to verify no foreign body left in patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Material analysis indicated the trial fractured due to multiple overload conditions. The event was confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The investigation concluded that the cracked trial was caused by multiple overload conditions, which is most likely due to user misuse and/or malalignment during seating. Product surveillance will continue to monitor for trends.